Manufacturer narrative:
H.6. Investigation: the product was determined to be manufactured by OEM deltamed. Deltamed has not confirmed the manufacturing for this product in response to bd complaint notification. To date a response has not been received from the supplier after several requests have been made. The manufacturer has not confirmed manufacturing and has not completed any investigation for the complaint. The complaint may be reopened if an evaluation is received from the supplier. All information in the complaint file has been assessed for reportability (both pre and post-evaluation). The complaint can be closed to tracking and trending. The root cause was inconclusive at this time. The reported issue will continue to be monitored and trended. H3 other text : see h.10

Event description:
It was reported that during use there were air bubbles and leakage occurred at the hub with a bd 20gx1.75in pro safety arterial cath. The following information was provided by the initial reporter, translated from italian to english: - leakage at the hub, - air bubble.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as deltamed is an OEM manufacturing site. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use there were air bubbles and leakage occurred at the hub with a bd 20g x 1.75 in pro safety arterial cath. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage at the hub. Air bubble.